Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted on (B)(6) 2025. The patient stated they were hospitalized because they did not have any sensors to monitor their blood glucose level. On (B)(6) 2025, the patient reported that they were hospitalized since either the (B)(6) 2025 or (B)(6) 2025. It was noted that the patient experienced poor patch adhesion on (B)(6) 2025. It is unknown how the 2 events are related and if any symptoms occurred before the hospitalization. No specific treatment was reported. At the time of the report the patient was still hospitalized. Multiple attempts to reach the patient for more information were unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.